Manufacturer narrative:
Failure analysis (fa) lab received a vela main board. The vela main board was installed into a functional vela unit. The unit was powered up in respiration mode and the event error log was viewed, found no xdcr faults or errors, and vte 76 ml when set at 500 ml. Re-started the vela unit in service mode, and performed exhl diff press calib test, calibration failed. The customer issue of exp flow xdcr will not calibrate, and low vte flow was duplicated. Exp flow xdcr will not calibrate due to faulty pt802 xdcr. This reported event considered a known issue addressed with an internal action. The vela main board was scrapped.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported the ventilator has low vte: 125 ml when set at 500 ml. No error messages appeared and no leaks can be detected. No patient involvement.